Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed blower temperature high message. The system was in clinical use; there was no reported harm to patient or user. The device was swapped out with a different device. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse reported customer verified 1122 diagnostic code in the significant event log (blower temperature high). Customer states the air inlet filter was clean but cooling fan filter was very dirty. Customer noted possibly air inlet filter may have been blocked. The rse provided the part ID for the blower as needed.